Event description:
Caller reported experiencing a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer was guided by technical support to perform a pump reset, after which the cgm error code did not reappear, enabling successful initiation of their sensor session.